Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, episodes of non-sustained rv oversensing were observed. The non-pacemaker dependent patient was asymptomatic. It appeared to be noise leading to oversensing and loss of capture. The patient did not receive any inappropriate therapy. The patient was fine and will continue to be monitored.